Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The implant coil was returned for evaluation. The pusher and microcatheter were not returned. The pusher was not able to be evaluated, thereby limiting the investigation of the device. The implant was noted to be damaged and stretched. The root cause of the complaint cannot be determined; however, the damage seen on the device is consistent with the device being subjected to excessive forces. The instructions for use (IFU) identifies premature coil detachment and difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that treatment was performed for an internal carotid artery (ica) aneurysm. After placement of the first framing coil in the aneurysm, the coil would not detach, despite multiple attempts. During retraction of the coil, the coil unexpectedly detached in the microcatheter. The coil was removed in its entirety together with the microcatheter. There was no reported patient injury or additional intervention. The patient's current condition is reported to be "normal."